Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. New charging supplies were sent to the customer.